Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump declared intermittent "no insulin delivery" alarms. Additionally, it was reported that the pump touch screen had "bubbles." Customer declined to provide additional information regarding the reported issue, and declined troubleshooting with tandem technical support. There was no reported adverse impact to the customer¿s blood glucose level.